Manufacturer narrative:
Device code update: (B)(4) no longer applies after additional information was received. Ins was reported to be in overdischarge. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for other chronic/intract pain (trunk/limbs) and other non-malignant pain. It was reported the ins had previously been in overdischarge in (B)(4) 2015. The overdischarge was resolved after a physician mode reset (pmr) was performed. No further complications were reported or anticipated. [Omitted information pertaining to inability to connect w/ insr and return of pain - see pe# (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3986a, lot# n200562, implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37083-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).

Event description:
It was reported that the patient last felt stimulation over a month and a half prior to the report and the last successful recharging session was a month prior to the report. The patient stated the last few times they recharged it took a long time and there was poor telemetry or no telemetry with recharging. The patient was travelling at the time and didn't have his recharging system with him. Recharging best practices were reviewed as well as repositioning the antenna but this did not resolve the issue. The patient was also experiencing pain due to not being able to use their device which started on (B)(6). The patient programmer (pp) was used and the patient was getting no communication and seeing the poor communication screen. An appointment was scheduled with the healthcare provider on (B)(6). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3708120 serial#(B)(4) implanted: (B)(6)2010 product type extension product ID 37743 serial# (B)(4) product type programmer, patient product ID 3986a lot# n200562 implanted: (B)(6)2010 product type lead product ID 37752 serial# (B)(4) product type recharger product ID 3708360 serial# (B)(4) implanted: (B)(6)2010 product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient provided their weight information, which was (B)(6)lbs. At the time of the event. No further complications were reported/anticipated.